Event description:
It was reported that the gastrointestinal videoscope had blurred image. There was no delay and the patient was not under anesthesia. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the events were confirmed, and the device did not meet the standard specifications and function. It was determined that the image was blurred by the suggested event 2, stain adhered to ob-lens. Blurry image was restored by removing stain from ob-lens. The stain was highly possible to be dust that adhered to the ob-lens. The cause of the event was not specified. The field service engineer (fse) reported that the user conducted reprocessing appropriately. The instruction manual identifies the following instructions for use (IFU) which could have detected the phenomenon: opreation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.